Event description:
Customer reported IV fluid leaked onto the floor from a small hole near the smartsite. The patient had a stat blood sugar drawn and the level was elevated which the customer attributes to the leak. The elevated blood sugar was immediately treated and the patient is currently doing fine.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.